Event description:
It was reported that the pt's pump pocket was "squishy." The catheter was disconnected from the pump. The partial disconnect problem was at the pump/catheter connector. It was planned to cut off the old connector and add a sutureless connector to the existing catheter. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).